Event description:
On (B)(6) 2012, a vns treating neurologist reported that her handheld would not turn on after charging overnight. The physician was able to briefly use the handheld for an interrogation, but then the handheld turned off and would not come back on. The physician plugged the handheld back into the power outlet and still would not power on. A hard reset and a soft reset were both performed, but did not resolve the issue. The red power light was coming on and the hard reset had been attempted while the handheld was plugged into the power outlet. The lock button was reported not to be engaged. The manufacturer's consultant later reported that she thinks that the problem may be that the battery latch is not staying closed even though it is locked. Attempts are underway for the return of the handheld for product analysis; however it has not been received by the manufacturer to date.

Event description:
Additional information was received on (B)(6) 2012, when the handheld and flashcard were returned for product analysis. Product analysis on the handheld and flashcard was completed on (B)(6) 2012. During analysis it was verified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery that prevented the main battery cover from seating properly and registering a false open battery latch condition due to the slight bulge. No further anomalies were identified during the analysis. The cause for the swollen battery was unknown. No anomalies associated with the battery latch were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury. Type of report; corrected data: inadvertently did not check "30-day" on initial report.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.